Manufacturer narrative:
This report is being sent to correct d6a and d6b. This report is being sent to correct h6.

Event description:
It was reported that this patient with an implantable pacemaker was hospitalized for an unrelated major depressive disorder. During their hospitalization, the patient fell repeatedly and was transferred to the emergency department. Upon review, it was noted that this device was operating in safety mode. It was determined that the patient's falls were the result of intermittent pacing inhibition which resulted in complete heart block and subsequent syncope. It was hypothesized that the device battery was prematurely depleting. The patient was transferred to the intensive care unit, where this pacemaker was surgically explanted and replaced to resolve the event. Following the replacement procedure, the patient was transferred back to their original hospital for continued mental health support. This explanted pacemaker is expected to be returned for analysis, but has not yet been received. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct d6a and d6b. This report is being sent to correct h6.

Event description:
It was reported that this patient with an implantable pacemaker was hospitalized for an unrelated major depressive disorder. During their hospitalization, the patient fell repeatedly and was transferred to the emergency department. Upon review, it was noted that this device was operating in safety mode. It was determined that the patient's falls were the result of intermittent pacing inhibition which resulted in complete heart block and subsequent syncope. It was hypothesized that the device battery was prematurely depleting. The patient was transferred to the intensive care unit, where this pacemaker was surgically explanted and replaced to resolve the event. Following the replacement procedure, the patient was transferred back to their original hospital for continued mental health support. No additional adverse patient effects were reported. It was stated that this device was shipped back immediately following the explant procedure, but was not received. Additionally, no tracking details were provided, and thus reasonable evidence suggests that this device was lost in transit. Should this pacemaker be returned in the future, this record will be updated with analysis results.

Event description:
It was reported that this patient with an implantable pacemaker was hospitalized for an unrelated major depressive disorder. During their hospitalization, the patient fell repeatedly and was transferred to the emergency department. Upon review, it was noted that this device was operating in safety mode. It was determined that the patient's falls were the result of intermittent pacing inhibition which resulted in complete heart block and subsequent syncope. It was hypothesized that the device battery was prematurely depleting. The patient was transferred to the intensive care unit, where this pacemaker was surgically explanted and replaced to resolve the event. Following the replacement procedure, the patient was transferred back to their original hospital for continued mental health support. This explanted pacemaker is expected to be returned for analysis, but has not yet been received. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct d6a and d6b.

Event description:
It was reported that this patient with an implantable pacemaker was hospitalized for an unrelated major depressive disorder. During their hospitalization, the patient fell repeatedly and was transferred to the emergency department. Upon review, it was noted that this device was operating in safety mode. It was determined that the patient's falls were the result of intermittent pacing inhibition which resulted in complete heart block and subsequent syncope. It was hypothesized that the device battery was prematurely depleting. The patient was transferred to the intensive care unit, where this pacemaker was surgically explanted and replaced to resolve the event. Following the replacement procedure, the patient was transferred back to their original hospital for continued mental health support. This explanted pacemaker is expected to be returned for analysis, but has not yet been received. No additional adverse patient effects were reported.